Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's whole screen turned white, and the displayed contents are unable to be viewed. The device¿s lcd display was replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging the device's whole screen turned white, and the displayed contents are unable to be viewed. There was no harm or injury reported. The ventilator was returned to the product investigation laboratory (pil) for evaluation. During an operational check of the device, the product investigation laboratory (pil) service technician was not able to confirm the customer¿s complaint due to no failure of the screen display. The product investigation laboratory (pil)'s service technician recognized the screen was viewable.